Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed per visual examination of the returned product which identified the plastic tip fractured and the instrument showed heavy signs of use. The fracture surfaces showed river lines and hackle marks, and they are consistent with the overload failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor's tip broke during surgery. There was no delay or impact to the patient. No further information.